Event description:
The pt was undergoing a laminectomy. At the end of the case, the forcep was noted to be missing about 6mm of one side of the tip. Unable to locate the metal tip. Multiple x-rays were completed and there is no evidence of the metal tip noted in the pt.